Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. (B)(4).

Event description:
It was reported that the helix on the right ventricular (rv) lead would not re-extend after retracting to re-position the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.